Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
During the shift check, the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" when powered on. No patient involvement.